Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: based on the photo evidence of the subject ple60a with an ecr60t cartridge, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4).additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photo evidence of the subject ple60a with an ecr60t cartridge, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a sleeve gastrectomy procedure on the second firing with a black cartridge, the patient side of stomach was intact. The specimen side was completely open; only the outer row was intact. The staples for the two inner rows did not go into the tissue. These staples were removed from the patient. Seamguard was used with the procedure. The case was completed with this same device and other cartridges. There were no patient consequences reported.